Event description:
Report was received from the USA. Information indicates, "unit was being used in knee surgery. Started to overheat and smoke was present. No injuries reported. There was no additional information.

Manufacturer narrative:
Device was returned and evaluated by reliability engineering. Motor and front end damage were detected in visual inspection. Conclusion was: this damage was most likely due to immersion during cleaning and usage. The manual for this device clearly states, "do not immerse."